Event description:
It was further reported that the controller exhibited controller fault alarm due to a depleted internal battery of the controller. The patient unsuccessfully attempted to change the controller and several vad stops occurred.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The previous submitted regulatory report included the event description that stated that t it was reported that the controller exhibited controller fault alarm due to discharge of the internal battery of the controller. The event description has been updated to state that, it was reported that the controller exhibited controller fault alarm due to a depleted internal battery of the controller. The patient unsuccessfully attempted to change the controller and several vad stops occurred. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm due to discharge of the internal battery of the controller. The patient unsuccessfully attempted to change the controller and several ventricular assist device (vad) disconnect alarms were heard along with the controller exhibited a loss of power. The patient was hospitalized. With help, the patient was able to change the controller. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. On the previous regulatory reports the description of the event problem stated vad without describing what the acronym meant, which was ventricular assist device (vad). The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm due to discharge of the internal battery of the controller. The patient unsuccessfully attempted to change the controller and several ventricular assist device (vad) disconnect alarms were heard along with the controller exhibited a loss of power. With help, the patient was able to change the controller. The controller was exchanged. No patient complications have been reported as a result of this event. It was further reported that the controller exhibited controller fault alarm due to a depleted internal battery of the controller. The patient unsuccessfully attempted to change the controller and several vad stops occurred.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed a hairline crack around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen. After the battery was replaced, the controller worked as intended. Log file analysis revealed a controller power up event on (B)(6) 2020 at 16:53:43. The data point prior to the loss of power revealed that a battery was connected to power port one with 24% relative state of charge (rsoc) and another battery was connected to power port two with 53% rsoc. The data point after the loss of power revealed that a power adapter was connected to power port one and a battery was connected to power port two. The controller was without power for 9 seconds. No anomalies were recorded leading up to the loss of power. Analysis of the alarm log file revealed three controller fault alarms logged on 27-aug-2020 at 17:30:08, 18:05:47, and 18:48:24, indicating an issue with the internal battery. Two additional controller power up events were logged at 17:31:24 and 18:14:01. The controller was without power for 10 seconds and 36 seconds, respectively. A vad disconn ect alarm was logged on 27-aug-2020 at 19:03:55, indicating a physical disconnection of the driveline from the controller. Additionally, log files revealed that the controller had been in use for more than 2 years. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, including during the reported attempted controller exchange, and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal batteries issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed a hairline crack around power port one (1). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this investigation is closed, the controller falls within the bounds of this investigation. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen. After the battery was replaced, the controller worked as intended. Log file analysis revealed a controller power up event on (B)(6) 2020 at 16:53:43. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and another battery was connected to power port two (2) with 53% rsoc. The data point after the loss of power revealed that a power adapter was connected to power port one (1) and bat360480 was connected to power port two (2). The controller was without power for 9 seconds. No anomalies were recorded leading up to the loss of power. Analysis of the alarm log file revealed three (3) controller fault alarms logged on (B)(6) 2020 at 17:30:08, 18:05:47, and 18:48:24, indicating an issue with the internal battery. Two (2) additional controller power up events were logged at 17:31:24 and 18:14:01. The controller was without power for 10 seconds and 36 seconds, respectively. A vad disconnect alarm was logged on (B)(6) 2020 at 19:03:55, indicating a physical disconnection of the driveline from the controller. Additionally, log files revealed that the controller had been in use for more than 2 years. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, including during the reported attempted controller exchange, and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was opened to evaluate internal batteries issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm due to discharge of the internal battery of the controller. The patient unsuccessfully attempted to change the controller and several vad disconnect alarms were heard along with the controller exhibited a loss of power. With help, the patient was able to change the controller. The controller was exchanged. No patient complications have been reported as a result of this event.